Event description:
Reporter alleged the customer was experiencing the hyperglycemic symptoms of dizziness, headache, vomiting and he was out of it. Reporter stated that the customer attempted to test on the aviva system but couldn't because of an error message. Reporter also alleged that she took the customer to the hospital and they treated him with an insulin shot after obtaining an unknown high reading on their system. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.